Event description:
During active fluoro c arm quit working. Machine had to be shutdown and rebooted. Did reboot and procedure completed without further difficulty. FDA will receive another report on this same c-arm.